Event description:
Telemetry failure was reported. The programmer and programmer radio-frequency (rf) head were returned for repair. No patient compl ications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Telemetry failure was reported. The programmer and programmer radio-frequency (rf) head were returned for repair. No patient compl ications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. As a result the pcb was replaced and calibrated.